Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/01/2019.

Event description:
Customer contacted technical support (ts) stating that unit shut off during patient use and had error code message of primary alarm failed in its diagnostic log (drpt). The device was in patient use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
MFR received date: 25sep2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician advised the customer that the motor controller board, power management board or central processing unit (cpu) board possibly required replacement. The technician recommended that the customer swap out the power management and motor controller board to isolate the failure. The customer replaced the cpu board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.